Event description:
Patient reported that he missed his dose of cortrophin because his syringe with needle broke and he did not have extras. Patient asked for extra supplies with next order. Replacement needles and syringes sent to patient. No adverse events reported. Unknown if available for return. No further information provided. Frequency: 2 consecutive days a month. Diagnosis for use: multiple sclerosis. Pt code: 4580. Device code: 1069. Reference report: mw5179383.